Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a foggy image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, the foggy image was likely caused by fluid invasion due to breakage of the connector and a broken charged coupled device; however a definitive root cause could not be identified. A device history review revealed no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.